Manufacturer narrative:
The device has been received and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the device had e216 and b30 errors while using evis exera iii video system center. The procedure was therapeutic, and there was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being created to document the additional information provided based on the device evaluation: h3/device evaluated by manufacturer? Yes. H6/type of investigation: 10 testing of actual/suspected device. The device was returned and evaluated. The customer allegation of a b30 communication error was confirmed, yet the e216 communication error was not confirmed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿b30 error¿, was caused by some kind of abnormality in communication with the scope due to the attachment of foreign matter at the electric junction or the attachment of moisture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The service manual confirmed that b30 errors showed scope communication errors, which were messaging when the hard deployment of the scope ID data failed (registry error occurred) and were mainly caused by foreign body attachment at the electric junction or moisture attachment. (See cv-190 service manuals, page 4-41). Olympus will continue to monitor field performance for this device.